Event description:
Defect in bd 30ml syringes with luer-lok tips, such that compounded sterile product leaked around the stopper of the plunger. Product could be seen as precipitate underneath the stopper.